Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, " we have e frequent channel errors resulting from poor contact at the iui connector. Many times this causes the pump channel to stop pumping and turn off. The connector design is prone to fluid ingress from IV solutions and during cleaning." The customer reported that (B)(6) performs the cleaning and sprays product oxycide directly onto the iui connectors and uses clorox hydrogen peroxide on the devices (technique not documented).